Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2024-07357. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intensive care unit (ICU) nurse stated they stopped using the arctic sun device on patient due to the patient temperature dropping. Device was turned off, but according to the caller they stopped therapy and got alert 03 (water reservoir low), alert 07 (empty pads not complete) and alert 02 (low flow). They were unsure what to do next. Had them disconnect pads and place device in manual control, system hours 846, pump hours 441, inlet pressure (ip) was -8.1psi, circulation pump command (cpc) was 0 percentage, flow rate (fr) was 0. Device then alerted low internal flow. They will send this device to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intensive care unit (ICU) nurse stated they stopped using the arctic sun device on patient due to the patient temperature dropping. Device was turned off, but according to the caller they stopped therapy and got alert 03 (water reservoir low), alert 07 (empty pads not complete) and alert 02 (low flow). They were unsure what to do next. Had them disconnect pads and place device in manual control, system hours 846, pump hours 441, inlet pressure (ip) was -8.1psi, circulation pump command (cpc) was 0 percentage, flow rate (fr) was 0. Device then alerted low internal flow. They will send this device to biomed.